Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, this case reports the breakage of rdce frcps w/pts brd in the patient's bone. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can the root cause of the reported breakage be determined. It is unknown if there are any fragments from the breakage of the broken rdce frcps w/pts brd were retained inside of the patient¿s bone. The non-implantable rdce frcps w/pts brd is comprised of din 1.4021, that was manufactured and intended as an externally communicating devices that are not approved for long-term internal tissue exposure and long-term implantation data is not available. However, if any fragments from the breakage of the rdce frcps w/pts brd were retained inside of the patient¿s bone; they are secure and the possibility of micro-motion and/or migration of the possibly retained pieces is unlikely. It is unknown how the procedure was completed or if there was a delay. Since there was no patient injury or other complications were reported; no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the rdce frcps w / pts brd broke in bone. It is unknown how the procedure was completed or if there was a delay. No patient injury or other complications were reported.